Event description:
It was reported that during a coronary stenting treatment procedure, stent embolization occurred. The 70% stenosed ostial lesion being treated was located in the mildly calcified, moderately tortuous mid circumflex (cx). The physician attempted to place the 3.00x12mm liberte bare metal stent, but was unable to cross the lesion. Upon removal the physician identified the stent had come off the delivery system. The liberte stent was caught on a previously placed taxus liberte stent, located in the left main (lm) just after the ostium. Part of the liberte stayed in the aorta. The physician tried to remove the liberte stent, but the stent stayed jailed in the taxus liberte. During the pull back the stent stretched, so coronary artery bypass graft (CABG) was performed. Patient condition is reported as 'ok'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.